Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the right atrial and left ventricular leads were not functioning and that, upon x-ray, it was found that both leads had dislodged and that the device may have slipped in the pocket. This event was reported as a part of the post-myocardial infarction remodeling prevention therapy study. The left ventricular lead was removed and replaced and the right atrial lead was repositioned and is still in use. The device remains in use. No patient complications have been reported as a result of this event.